Manufacturer narrative:
The customer's complaint that the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message and pixelated lcd upon powering up was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective processor board. The archive data review showed system error 132 (internal watchdog timeout), conforming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering up, and a pixelated lcd was observed, confirming the reported complaint. The processor board needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform displayed a "system error, out of service, revert to manual CPR" message and pixelated lcd upon powering up. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.